Event description:
The user reported that during a uterine fibroid embolization (ufe) procedure the catheter dissected the uterine artery. The pt was scheduled for a hysterectomy and the ufe was performed to aid with control of bleeding. The physician stated that the event could have occurred due to his unfamiliarity with the tip shape of the catheter. The physician further stated that he found it difficult to deliver the contour se 700-900 micron microspheres through the catheter. The pt was not treated for the uterine artery dissection. The catheter was exchanged for another and the procedure was completed without any additional complications. The pt was then released to the surgery department. The hysterectomy was completed without complication. No additional harm or injury reported.

Manufacturer narrative:
Device evaluation: the evaluation has not been completed. The user did not specify if this was the initial use of the device. A follow-up report will be submitted when the evaluation has been completed.